Manufacturer narrative:
Based on the available records and information, no indications for a malfunction of the device were found. Root cause for the reported symptom was an overpressure at the patient end of the circuit leading to a pressure peak. Possibly the patient was coughing against the ventilator or a bronchial suction system was used leading to a pressure disturbance. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. The logfiles for the case in question revealed that the device was used in pressure mode without activated trigger. In order to avoid situations like this in the future, it was recommended to switch on the synchronization for spontaneously breathing patients (e.g. Pressure mode with activated trigger) or use synchronized ventilation mode (e.g. Pressure support). On site, the device was tested by a draeger service technician, found fully compliant to specifications and has been returned to use with no further problems reported. Dräger finally concludes that the device responded as specified upon the detected symptom.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the apollo unit had a vent failure during a case. There was no patient injury.